Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, after the physician deployed the clip, a 30 second delay was noted before the clip released. Reportedly, the clip was in a "weird position," so the physician manipulated the scope a bit, and the clip separated. The account was unsure as to whether the scope was in a retroflex position when this event occurred. The case was completed after placing the clip assembly from this resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The lot number is unknown; however, the device was reported as having come from one of the following two lots: lot # ml000117c2: manufacture date - 09/09/2011, expiration date - 08/31/2014. Lot # ml000181c2: manufacture date - 11/28/2011, expiration date - 11/30/2014. (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.